Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to sense and had a high capture threshold. The ra lead was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.